Event description:
See user facility report (B)(4).

Manufacturer narrative:
This report is sent to answer to ufr (B)(4). It was reported that a metal arm circuit holder detached from the ventilator and hit a nurse in the back. Draeger medical tried several times to get more info about this event, by phone as well as by e-mail correspondence, but no add'l info was received. The concerned holder was requested for investigation, but not made available. Consequently, the type of holder is unk up to now. The drager hinged arm, which is the regular equipment for evita ventilators, is equipped with a fixation clamp, which is screwed on the side rail of evita. If the clamp is fixated correctly, it can be excluded that it can detach suddenly. Due to missing info, no final conclusion for the root cause of the reported event can be drawn. It is an isolated case.